Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experience connect to power alarms on (B)(6) 2025 around 5:45am, the same alarm happened as on the previous mobile power unit (mpu). All cords/connections checked. The aa batteries were changed in mpu, and the serial number was checked and confirmed to not be a part of the mpu recall. The system controller was exchanged, and log files were submitted for review. The event log file captured a couple instances of low voltage hazard events on (B)(6) 2025 while the patient was using the mpu. There were other low voltage hazard events on (B)(6) 2025 while the patient was on battery power. Some random power cable disconnect alarms were also noted, that were not associated with power source changes.